Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced extended infusions set fell off event on 22-may-2024. Extended infusions set came off after 6 days. No further information available.